Event description:
A report was received that during a routine lead revision procedure, the physician suspected an infection at the ipg and lead sites and explanted the entire system. The physician stated that the infection is procedure related and that the patient is generally unhealthy and susceptible to infections. The patient was kept overnight and treated with intravenous antibiotics and a drain line from the mid-line incision was installed to drain some of the pus.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-1110-02 (B)(4) description - ipg kit (without pull-through tunneler)

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the paddle lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the paddle lead and ipg found them to be satisfactory.

Event description:
A report was received that during a routine lead revision procedure, the physician suspected an infection at the ipg and lead sites and explanted the entire system. The physician stated that the infection is procedure related and that the patient is generally unhealthy and susceptible to infections. The patient was kept overnight and treated with intravenous antibiotics and a drain line from the mid-line incision was installed to drain some of the pus.